Manufacturer narrative:
Health hazard eval (hhe) was completed.

Event description:
Distal pins of the tigerpaw system ii device were not engaged. These pins were not on tissue. A looped suture was used to complete procedure to secure closure of left atrium appendage. No known blood lost or injury referred to this event.